Event description:
It was reported by service report that the siderail was cracked; the motion interrupt pan was missing; the lock-out function was not available, and there was an incorrect power cord installed to the unit. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: damaged/cracked siderail, missing motion interrupt pan, and faulty lock-out function. Incorrect power cord installed to the unit.